Event description:
It was reported that a spectrum pump had the direction of flow label missing. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported symptom of "missing direction of flow label" was reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was not determined however the direction of flow labels and case shim will be installed during the repair process to address this issue. Should additional relevant information become available, a supplemental report will be submitted.